Event description:
It was reported that the threshold on the atrial lead was increasing. The device was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 implantable pulse generator (B)(6) 2006 5867-3m crdm adaptor (B)(6) 2006. (B)(4).